Event description:
It was reported that during an unknown procedure, there was a "misfiring" ligaclip device. It apparently continued to fire clips into the patients abdominal cavity. No further information at this stage. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Yielded jaw, malformed clip, returned empty, scissored clip. The analysis result showed that the er320 instrument was received empty and the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.